Event description:
It was reported that the nexframe was used for the entire case and the screws broke upon removal. A small portion of the screw was left inside of the patient¿s skull and the healthcare provider (hcp) had to take a drill to drill down to get it out. There were no patient symptoms related to the event and he was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the nexframe, lot #082519514, found the ring assembly screw broken from overstress damage. One setscrew in the ring assembly was broken and its head showed signs of torquing, indicating the screw was damaged.